Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system diagnostics performed on (B)(6) 2009. Causes for high lead impedance results are well understood and are typically the result of lead fracture(s) or an inadequate connection between the lead pin(s) and generator. Other possible but less common causes for high impedance include detachment of the electrode(s) from the vagus nerve or fibrosis in between the electrode(s) and vagus nerve.